Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider from a clinical study regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain, other chronic/intract pain (trunk/limbs), and radiculopathy. It was reported that the patient experienced lack of sufficient coverage on (B)(6) 2017 and difficulty with device recharging. The etiology indicated the relationship of the event to the device or therapy and programming was related, but not related to the implant procedure. On (B)(6) 2017 the device was reprogrammed. A company representative created a new program of group b on lead 6-7. Some testing was done on the lead with the 8 to 15 electrodes with no response. The amplitude was dropped by 1 volt. This was to help with recharging. The outcome was reported as ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. It was reported that the cause of the lack of sufficient coverage on (B)(6)2017 and difficulty with device recharging was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. The patient reported being happy with reprogrammed settings on (B)(6)2017, and the issue resolved without sequelae. Additional information was received from the healthcare professional. It was reported that per a phone call to the patient on (B)(6)2017, the patient reported more frequent charging required and some pain at the site when lying flat. It was re-iterated that amplitude was lowered at the last programming. The event was ongoing. The device diagnosis was spinal cord stimulation requiring more frequent charging. The etiology was possibly related to the device or therapy, specifically due to programming, and not likely related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. It was specified that the patient reported a lack of pain coverage on (B)(6)2017. The patient reported on (B)(6)2017 that she was still not receiving beneficial coverage of pain. A clinical diagnosis of lack of sufficient coverage of pain was reported. The patient reported she was not getting the pain coverage that she was hoping to get. The representative was able to reprogram with different settings than 8 to 15 electrodes that had no response. On (B)(6)2017, the patient was reprogrammed using a new group c with hd therapy and a lower amplitude setting. The event was ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the patient experienced no/lack of coverage of pain in the legs and increased overall pain. On (B)(6) 2017 the patient experienced increased pain in back, around (B)(6) 2017 fall which contributed to increased pain, and (B)(6) 2017 pain down legs not covered by device. The patient experienced pain in back when lying flat with feeling knot in lower spine. Pain levels 5-5-5. Examination result found pain down legs with pain level 7-9-8. At the patient¿s follow up office visit with the physician on (B)(6) 2017, the patient had continued difficulty charging and not covering pain in legs. The physician recommended the patient to meet with a company representative and have the ins checked. There was no record of follow to date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study. It was reported that patient had a hd program and educated on charging on (B)(6) 2017. On (B)(6) 2018, manufacturer representative met with patient regarding coverage of pain by spinal cord stimulation and patient's device was reprogrammed with patient education. New hd programs were initiated and patient was to report if the pain coverage had improved. Patient also reprogrammed with new programs a, b, c. No charging problems were noted. It was stated that the outcome was resolved without sequelae as of (B)(6) 2018. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information on july 11th reported on june 11th the patient wanted the stimulator removed as she did not feel it gave her enough pain relief. The entire system was explanted on (B)(6)2018 and there were no plans to replace it. The patient exited the study. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp in a clinical study (sdy). It was reported that the device disposition was unknown.